Manufacturer narrative:
The display was returned and reviewed by welch allyn product service who confirmed the findings for no display. The cause was determined to be no power. Likely potential causes for no power are blown fuse to display power supply or display power supply malfunction. The display failed out of warranty. Welch allyn provided a new display to the customer. No further investigation will be conducted.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported their acuity central station viewsonic display failed, resulting in a temporary loss of centralized patient monitoring. Welch allyn replaced the display. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.